Manufacturer narrative:
This report is filed july 26th, 2013.

Event description:
Per the clinic, the patient experienced uncomfortable sensations and dizziness with stimulation and the issue could not be resolved, leading to device non-use. The implanted device remains.it is unknown if there are plans to explant the device and to reimplant the patient with another device as of the date of this report, (B)(6), 2012.

Manufacturer narrative:
(B)(4): implanted device remains.

Manufacturer narrative:
Per patient's surgeon, the device was explanted on (B)(6) 2013; during the same surgery the patient was reimplanted with a new device. This report is filed (B)(4) 2013.